Event description:
Left ventricular lvring to lvtip lead impedance warning on (B)(6) 2024. Lead trends since are within expected range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).